Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra,model #: mc1avr1/ expiration date: 14-sep-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 03-apr-2020, labeled for single use: yes, (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, upon tether flossing and removal, the leadless implantable pulse generator (ipg) dislodged. The leadless ipg had to be recaptured via snaring method which was successful. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.